Manufacturer narrative:
The ge service rep replaced system single board computer, reloaded software and cal files, system now functions normally at this time.

Event description:
The customer reported the system does not always boot up. No pt injury was reported.